Event description:
The user facility reported that an employee received a burn while removing an empty sterilant cup from their v-pro max 2 sterilizer. The employee sought medical attention however, it is unknown what, if any treatment that may have been received.

Manufacturer narrative:
Following the reported event a steris service technician arrived onsite to inspect the v-pro max 2 sterilizer. The technician inspected the unit and found it to be operating to specifications. No issues were noted with the function or operation of the device and the sterilant cup interface door was operating to specifications. The technician was informed that the employee subject of the reported event was wearing gloves however, user facility personnel declined to provide additional details regarding the event and if the employee was wearing other personal protective equipment (ppe). As no issues were noted with the function or operation of the unit and the user facility declined to provided additional event details, a root cause cannot be determined. The technician returned the v-pro max 2 sterilizer to service and no additional issues have been reported.